Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software was intermittently suspending insulin delivery but not resuming insulin delivery appropriately. Customer's blood glucose level was 180 mg/dl. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, no response from the customer was received.